Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322 (link switch error (low)) in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 322 was reproduced. A review of event history log revealed system error 322 messages are present multiple times. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be lower auxiliary link switch is not functioning. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: a service history review indicates the device has previous service but it has been more than 12 months since the prior service. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.